Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with microstriae, with discomfort and blurry vision in the right eye (od) post treatment. A bandage contact lens was inserted with now issues. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The patient¿s complaint was of blurred vision and felt uncomfortable in the od. The patient reported the symptoms are not interfering with daily activities. The surgery center reported that a lift and stretch was scheduled for (B)(6) 2018. Bcva from (B)(6) 2018; right eye post-op 20/20 .00 x -.50 x 163; left eye post-op 20/25 .50 x -2.50 x 21.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.